Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between july 16-17, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed fluid inside the housing which indicated leak. Additionally, separate film-wrap was located at the upper part of the bladder. The purpose of the film-wrap is to seal the bladder to the stress-member and when the film-wrap is separated, liquid leaks inside the housing during filling. The reported condition was verified. The cause of missing film-wrap was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked, likely from the part between the fill port and upper stressmember. This occurred during filling. There was no patient involvement. No additional information is available.